Event description:
It was reported that during a prostatectomy procedure, with normal use of the device, the jaws became stuck together and clips could no longer be deployed. Opened a new instrument and continued the case without further incident. No pt consequences.